Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for pulmonary embolism and right lower extremity deep vein thrombosis. The deployed filter was placed infrarenal via the right groin. Inferior venacavagram performed during filter deployment revealed the renal vein patent at the l1-2 level. The filter was then placed with the nose cone at the l2 level. The patient tolerated the procedure well with no apparent complication. Approximately eight years post deployment, the patient presented with low abdominal pain and lower bilateral extremity pain. A CT of the abdomen and pelvis was performed for pain revealed expansion of the ivc and iliac veins with mild perivenous soft tissue below the level of the infrarenal ivc filter. These findings raised the possibility of partial obstruction or occlusion. Approximately eleven years post deployment a CT of the abdomen & pelvis was performed which revealed the ivc filter with 12 degree tilting. Multiple hooks penetrated the ivc lumen into the adjacent pericaval, no perivascular fluid present. One medially positioned stem and hook appeared to be in the left lumbar vein. Tip of to ivc filter was at the level of l2. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as the provided medical records demonstrate insignificant tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2009); (10/2006). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the filter struts have perforated into the mesentery. Furthermore, the patient experienced caval thrombosis, dvt, and pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.